Event description:
It was reported during a catheter implantation, the spinal catheter was in position but the guidewire could not be withdrawn. The stylet handle broke off and the catheter was removed with the wire. A new catheter was used without issue. No patient symptoms were reported. At the time of the report, the patient's status was reported as alive-no injury. There was no drug information reported. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8780, serial# unknown, attempted implanted: (B)(6) 2015; product type: catheter. Product ID: (B)(4). Analysis of the returned products noted bends seen in the guidewire in an area approximately 1 and 0.5 centimeters (cm) from the distal tip. There was also damage to some of the individual windings of the guidewire. The guidewire handle was detached as received and likely occurred during the implant. In conclusion, the catheter/catheter body had damage that occurred on the catheter body and/or guidewire during the implant procedure.